Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Functional tests were conducted using 10 retained samples to draw six tubes each; however, no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.